Event description:
Approximately 10 days after initial surgery, patient removed their brace, bent over and heard of popping sound. Patient subsequently complained of an increase in pain. A second surgery was performed and patient has been symptom free since.

Manufacturer narrative:
Evaluation results - device was not returned to manufacturer; no evaluation could be performed. (B)(4).